Event description:
In this case, the customer reported to the field service engineer (fse) that there was no communication available from the audio system and the patient could not be heard by the operator. The field service engineer (fse) determined the cause was from the audio cable being disconnected and the microphone(s) had failed. There was no report of harm to patient, operator or bystander.

Manufacturer narrative:
Note: we have not completed our investigation of this event at this time. We will file a follow up MDR at the completion of the investigation. (B)(4).